Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: >7.5, reference: 5.7, mean: n/a, confidence limits: n/a. Analysis of customer's results revealed that both inratio and reference values were greater than 5.0 generally, inr values exceeding 5.0 have reduced trueness, precision and linearity both in point-of-care and laboratory based pt testing. Confidence limits could not be derived from customer's results and accuracy criteria was not met. No product is expected to be returned. Further investigation could not be performed since no strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 5.7. Patient's therapeutic range: 2.0-3.0 inr.